Event description:
It was reported that a bd venflon pro¿ catheter used on a foal separated from the hub during use and remained inside the animal, which was later killed due to being in "critical" condition. The consumer reportedly stated the death was not due to the device itself, and took no action to remove the catheter. The following information was provided by the initial reporter, translated from swedish to english: problem again, venflon pro in this case, gone off in a foal. (It was so bad that it was killed, which was not due to the needle) the animals condition was critical and it was later killed because of the bad condition it was, not because of the catheter. Because killing was necessary, no action was taken to remove the catheter.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the returned photos and confirmed the reported observation of a cut catheter. No stretched phenomenon or elongation of the catheter tubing was identified that would indicate any issue with the tubing material. A device history record review showed no non-conformances associated with this issue during the production of this batch. The manufacturing process has been reviewed and there are no sharp edges that could possibly come into contact with the catheter to cause the cut. There is an automated vision inspection system that can detect and reject product not meeting the lie distance requirement. If the catheter is broken in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. It would also not be possible to use the product if catheter is broken before use. Based on the investigation and analysis, the reported nonconformance is not caused by the manufacturing process. The probable cause of the broken catheter could be due to cut by sharp object such as scissors during product removal from vein. However, user would had read and followed the instruction for use printed on the shelf box, which states ¿take extreme care not to cut catheter. Do not use scissors.¿. Therefore, the root cause cannot be established. Customer complaint trends will continue to be evaluated on a monthly basis. If the trend of a specific type of complaint warrants additional action, resources will be assigned at that time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd venflon pro¿ catheter used on a foal separated from the hub during use and remained inside the animal, which was later killed due to being in "critical" condition. The consumer reportedly stated the death was not due to the device itself, and took no action to remove the catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: problem again, venflon pro in this case, gone off in a foal. (It was so bad that it was killed, which was not due to the needle) the animals condition was critical and it was later killed because of the bad condition it was, not because of the catheter. Because killing was necessary, no action was taken to remove the catheter.